Event description:
The explanted generator analysis was completed on 08/30/2016. The testing showed that the battery voltage at 3.024 volts as measured during the final electrical test, the intensified follow up indicator = no. The data in the memory locations revealed that 2.821% of the battery had been consumed. The pulse generator performed according to functional specifications.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that vns patient has infection on generator and lead site. The generator was explanted and returned for analysis. It was reported later that the infected lead was also explanted, no explanted lead has been received by the manufacturer for the analysis, no device replacement has been performed. The review of the manufacturing records confirmed the sterilization with hp method for the lead and generator prior to the distribution. The explanted generator was returned to the manufacturer. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
Age of patient; corrected data: the previously submitted MDR inadvertently provided an incorrect patient age.